Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. At time of occlusion, pump was temporarily disconnected from customer. After reconnecting the infusion set tubing to the site, the occlusion was resolved. Subsequently, an altitude alarm occurred and customer disconnected cartridge to resolve the alarm. Pump system check with customer found the cartridge was damaged. Cartridge was replaced. Customer's blood glucose was within range (value not provided).